Event description:
After drawing pt's blood paramedic attempted to close safety lock device over needle. He met with extreme resistance and entire buterfly twisted in his hand resulting in a needle stick.